Manufacturer narrative:
Investigation is currently underway.

Event description:
Please refer to the attached complaint report.

Manufacturer narrative:
The incident report contained information that the hi-torque connect guidewire became fractured during the in-stent restenosis procedure of treating the chronic total occlusion (cto) located in distal superficial femoral artery to the popliteal. There was resistance experienced during advancing of the guidewire due to the vessel calcification (moderate to heavy) and cto lesion. The guidewire became fractured inside the patient anatomy. The patient was transferred to the other hospital for surgical removed of the separated piece of the guidewire. The guidewire separated piece was successfully removed from the patient anatomy. It was reported that the patient is in good condition. A lot history review could not be performed as the lot number and part number of the device were not available. However, the complaint history for this failure mode shows that the volume of occurrences for this failure mode is within the occurrence expectation limits. As the device was not returned for investigation and the lot number was not provided to carry out the lot history records review, the root cause of this incident was concluded based on the information provided in the incident and in the incident report. The incident report contained information that it was suspected that during attempted crossing of the occluded stent "the guidewire developed a knuckle/knot in it locking it possibly through a stent strut" and the guidewire became separated in the patient anatomy. The hi-torque connect dfu warns that the guidewire is a delicate instrument and must not be advanced, withdrawn, or torqued if resistance is met. The guidewire must be advance or withdraw slowly. Guidewire manipulation must always be observed under fluoroscopy and must be observed for tip buckling, which is a sign of resistance. The dfu also warns not to allow the guidewire tip to remain in a prolapsed condition. If the guidewire is removed and is to be re-inserted must be inspected for signs of damage (weakened or kinked segments) prior to re-introduction. It is not allowed to re-introduce if the guidewire is weakened or kinked. With no device for investigation and lack of the device lot number to carry on the lot history record review, based on the information provided above the most likely root cause of this incident remains the lesion anatomy in combination with robust handling. A review of the design fmea was carried out and this has indicated that the risk was included and current controls can be considered sufficient.

Event description:
Please refer to the attached complaint report. Please note the initial MDR was filed under the wrong MFR number - 3006010712-2017-00027. The correct number is 3006010712-2017-00028. The initial report will be resubmitted today (wih original submission date noted as (B)(6) 2017) and correct MFR number 3006010712-2017-00028.